Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device had not worked in a while and the patient no longer had their patient programmer. Additional information was received stating that the patient's stimulator was moved from one side to the other side. No further complications reported at this time.